Event description:
Reporter noted a posterior capsule tear occurred during phaco. When trying to complete anterior vitrectomy, kept getting occlusion, no aspiration when cutting. Completed manually, and implanted pc iol in sulcus.